Manufacturer narrative:
Concomitant products: model: unknown, scs lead, implant date unknown. Model: 3688, scs ipg, implant date: unknown. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient (B)(6) had lost stimulation. An impedance check revealed high impedance in relation to the patient's extension. In turn, the patient's extension was explanted and replaced. Surgical intervention resolved the patient's issue.